Event description:
Event description cpi received information that this endotak transvenous defibrillation was removed from service due to a fracture at the clavicle/first rib area. It was replaced with another lead of the same model.